Manufacturer narrative:
Evaluation results/conclusions: visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. Based on the complaint history and the evaluation of the returned product, the root cause of the event was due to the incision was too small. It should be noted that the injector, cartridge, and foam tip plunger were not returned for evaluation.

Event description:
The reporter stated the surgeon attempted to insert a cc420bf collamer single piece lens, but the incision was too small and the lens became stuck in the cartridge. There was no pt contact. Another same model lens was implanted.